Manufacturer narrative:
This case was assessed as reportable to the FDA as the event was deemed to meet serious injury criteria. The device history record could not be reviewed as the lot number was not reported.

Event description:
This is a literature report from a retrospective survey to evaluate the outcome and complication rates of injection rhinoplasty with hyaluronic acid and calcium hydroxylapatite (radiesse®). This report concerns a (B)(6) female patient. She was injected with a total of 0.4 ml of radiesse® in the area between the alar and lateral cartilage of the dorsum, for a dorsum correction after rhinoplasty 15 months previously. Anaesthetic ointment was applied for 15 minutes prior to the procedure to the target treatment region. No other anaesthetic measures were performed. The patient was then taken to the operating room, the anaesthetic ointment was removed, and the skin area disinfected with cutasept f. The patient was placed horizontally with the upper part of the body slightly elevated. No marking of the treatment areas was performed to avoid camouflaging any irregularities. Visualization of the target zone was optimized by binocular head loupes glasses. Injection was performed with a 23-gauge needle. Radiesse® was injected craniocaudally deep into the superficial muscuioaponeurotic system (smas) and sub-smas area. After positioning the needle, the syringe was aspired to eliminate any intravascular placement. Injection was performed retrogradely while simultaneously controlling the effect on the tissue volume. After needle removal, molding of the tissue was performed to achieve maximum homogenous distribution of the filler. The patient was also involved in the molding procedure by controlling the desired effect using a hand mirror. After the procedure, cool packs were applied to the treated area for further 15 minutes and the patient was instructed to use ibuprofen and bromelain to mitigate against potential bruising for 3 days. Cefuroxime was recommended as prophylaxis following the injection, but the patient rejected the advice. A follow-up visit was scheduled for 1 week later. Within a day after the injection with radiesse®, the patient developed local infection at the injection site and punctate skin lesions. Corrective treatment included disinfection with octenisept and hydrogen peroxide 4%, and aureomycin antibiotic ointment. The patient insisted on returning home, but 72 hours later she sent photographs that indicated skin necrosis. A consultation at a local ent and facial plastic surgery department was arranged whereupon necrosis was not confirmed, but extensive infection was diagnosed and it was recommended that in-patient treatment was required. The patient rejected this advice and no further information on follow-up was available. The outcome of the events was unknown. Reportedly, the events were of severe intensity. Literature article citation: schuster, b. (2015). Injection rhinoplasty with hyaluronic acid and calcium hydroxyapatite: a retrospective survey investigating outcome and complication rates. Facial plastic surgery, 31(03), pp.301-307.